Manufacturer narrative:
Review of pump data by tandem engineer showed no evidence of device failure causing or contributing to the low blood glucose event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl and passed out at 2 pm. Reportedly, an emergency medical technician was called and they administered glucose tablets. It was noted that the customer also ate food. The customer refused to go to the hospital as the customer stated that they were fine. The customer stated that they took the pump off at 11 am as their bg meter alerted them that their bg levels were lowering. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level. Also, it was reported that a cartridge alarm 9 (overfill alarm) occurred after the cartridge was filled with 250 units and that the time on the pump was off by 3 minutes. The customer loaded a new cartridge successfully and updated the time.